Manufacturer narrative:
The pump was received and was visually and functionally tested. Extensive accuracy and rate change testing was performed and no rate change was observed. The pump was found to meet all MFR's specifications. The reported rate change could not be duplicated, however, it is suspected the rate may have been inadvertently altered when pt was entangled in the tubing. MFR requested pt info, but hospital could not provide it. This report was filled out by the MFR.

Event description:
During an infusion, a patient was taking a shower. The nurse came in to check on her and found patinet completely entangled in the IV line. As nurse proceeded to untangle the tubing, nurse noticed pump was no longer infusing at rate of 7cc/hr, but was now set at 110cc/hr. Nurse checked contents of the heparin bag and determined patient had received an overinfusion of 35cc of heparin. There was no resultant patient complications.